Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt of this slimline sis at our post market quality assurance laboratory, the returned device was thoroughly analyzed. The fiber was received in two pieces; a fiber body break was observed. The microscopic inspection identified that the tip was degraded and there were burn marks on the connector face. When the fiber was connected to the console, the device read: treatment used: 5 treatment left: 5. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn could have led to the connector overheating causing the burn marks. Based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure the fiber broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this slimline sis at our post market quality assurance laboratory, the returned device was thoroughly analyzed. The fiber was received in two pieces; a fiber body break was observed. The microscopic inspection identified that the tip was degraded and there were burn marks on the connector face. When the fiber was connected to the console, the device read: treatment used: 5 treatment left: 5. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn could have led to the connector overheating causing the burn marks. Based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure the fiber broke. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during procedure the fiber broke. The procedure was completed with another of the same device. No patient complications were reported.